Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that about once a month, the time on the customer's pump was off by a couple of minutes. There was no reported impact to the customer's blood glucose level.